Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that approximately 4 months ago her battery shifted closer to her spine causing discomfort. Possible environmental/ external/ patient factors include: patient lost weight (about 50 lbs). Patient had pocket revision today. Issue was resolved.